Manufacturer narrative:
The device has not been provided for evaluation and the treatment parameters were not provided. The root cause of this incident is undetermined. A photo was provided for clinical review. Clinical's opinion: raised scarring can potentially be permanent. This is a reportable adverse event due to the scarring that is potentially permanent.

Event description:
It was reported that patient experienced scarring following a tattoo removal treatment using picosure.